Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c implant at c5-6 on (B)(6) 2023. It was later found that the implant had collapsed on the left side and was causing recurrent left c5-6 foraminal stenosis. The implant was removed (B)(6) 2024 and the patient was fused. A review of the DHR found no anomalies associated with the complaint. Complaint trending found the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as the implant was not returned following the removal surgery. Imaging was not provided that showed the collapsed implant. There were no anomalies associated with the complaint identified during the investigation, the removal was completed due to implant collapse / subsidence. This report is for 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c implant at c5-6 on (B)(6) 2023. It was later found that the implant had collapsed on the left side and was causing recurrent left c5-6 foraminal stenosis. The implant was removed on (B)(6) 2024 and the patient was fused.